Manufacturer narrative:
Qn#(B)(4). Additional information: this product is not sold in the us. The 510k # provided is for a similar product that is sold in the us.

Event description:
It was reported that in the patient's room two days after the catheter was placed in the patient's right femoral vein, the user found that the whit injection hub was detached from the proximal line. As a result, a new catheter was placed and used without issue. There was no reported delay, death, or complications to the patient as a result of this occurrence.